Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found appearance defects of the video connector due to physical/chemical stress and damage to the pixel of the image sensor imaging device by cosmic rays. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was lost. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was not confirmed. It is likely that communication failure occurred due to cable failure and the image was temporarily not displayed. The cause of the cable failure could not be estimated. The event can be detected/prevented by following the instructions for use which states: damage to the camera cable can be prevented by following the instructions for use which states: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Please see update in b-3 and b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the event occurred around june 23, 2022 during preparation for a therapeutic procedure. According to the initial reporter, the device was inspected prior to use and the procedure was completed using the same device without any delays. There was no harm or injury to the patient.